Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the intellanav stablepoint open-irrigated catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
Socrates clinical study, subject ID: (B)(4). It was reported that in relation to a procedure using an intellanav stablepoint open-irrigated catheter the patient experienced cardiac tamponade. Pericardiocentesis was required to drain the fluid. No other information regarding the patient outcome, procedure outcome, or device return status has been provided.

Manufacturer narrative:
Correction to field h6: patient codes. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the intellanav stablepoint open-irrigated catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
Socrates clinical study, subject ID: 815907. It was reported that in relation to a procedure using an intellanav stablepoint open-irrigated catheter the patient experienced cardiac tamponade. Pericardiocentesis was required to drain the fluid. No other information regarding the patient outcome, procedure outcome, or device return status has been provided.